Event description:
Per the surgeon's report, this patient's device had 4 malfunctioning electrodes. Deactivating the electrodes in the patient's program was recommended. The surgeon explanted the device in 2007. Reimplantation plans have not been reported.